Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was over 40 mg/dl. Customer also reported they were unable to resume the insulin pump when their blood glucose dropped below the threshold suspend limit. Customer was educated with resuming the insulin pump. Customer declined to return the insulin pump for analysis.